Event description:
It was reported that during a follow-up, the right ventricular lead exhibited unacceptable threshold, a sensing anomaly, and high impedance. The lead was capped and replaced. Following the event, the patient was in good condition.